Event description:
It was reported to nuvectra that during the permanent lead implant, the stylet went through the lead into the dura. The physician suspected cerebrospinal fluid (csf) leak due to the clear fluid at the midline incision. Subsequently, the lead was replaced and the patient is doing well.